Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient experienced fast heart rate and syncope when walking out to his car. Boston scientific technical services (ts) was consulted and discussed that the noise could be electromagnetic interference (emi) or atrial tachycardia. It was further noted that the shock put the patient into a true arrhythmia and two additional shocks were administered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The first shock did not convert the arrhythmia but the second shock was successful at converting it. The patient was brought into the office and sensing vectors were reviewed. It was observed that in one of the sensing vectors the signal was very large and had clipping which caused noise signals. Ts discussed there was a concern regarding large signals and true arrhythmias being appropriately sensed. The physician initially opted to adjust the patient's medication and planned an explant procedure. The physician had a concern over electrode integrity. Approximately two week later the s-ICD and electrode were explanted due to the inappropriate shocks. Although the physician was concerned over electrode integrity, during the procedure the field representative observed when the physician rotated the set screw on the s-ICD, the electrode appeared to possibly come out of the header before the physician was done rotating, thus indicating concern over possible loose connection. The electrode and s-ICD were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The field allegations of inappropriate shock, noise, oversensing and difficulty converting arrhythmia along with concern over possible electrode integrity were not able to be confirmed by laboratory analysis testing.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient experienced fast heart rate and syncope when walking out to his car. Boston scientific technical services (ts) was consulted and discussed that the noise could be electromagnetic interference (emi) or atrial tachycardia. It was further noted that the shock put the patient into a true arrhythmia and two additional shocks were administered by the subcutaneous implantable cardioverter defibrillator (s-ICD). The first shock did not convert the arrhythmia but the second shock was successful at converting it. The patient was brought into the office and sensing vectors were reviewed. It was observed that in one of the sensing vectors the signal was very large and had clipping which caused noise signals. Ts discussed there was a concern regarding large signals and true arrhythmias being appropriately sensed. The physician initially opted to adjust the patient's medication and planned an explant procedure. The physician had a concern over electrode integrity. Approximately two week later the s-ICD and electrode were explanted due to the inappropriate shocks. Although the physician was concerned over electrode integrity, during the procedure the field representative observed when the physician rotated the setscrew on the s-ICD, the electrode appeared to possibly come out of the header before the physician was done rotating, thus indicating concern over possible loose connection. The electrode and s-ICD were explanted. No additional adverse patient effects were reported.